Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain,') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (on (B)(6) 2018 plantiff undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 20-may-2019: pfs received: lawyer was added. New events-vaginal bleeding, menorrhagia were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted (lot no. A27191) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (laparoscopic supracervical hysterectomy, bilateral salpingo-oophorectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure administration. The reporter commented: follow-up ((B)(6) 2023): essure insertion information: preoperative/postoperative diagnosis: desires permanent sterilization procedure: hysteroscopic sterilization with essure and injection of paracervical block findings: #trailing right coils 3 # trailing left coils 3 uterine cavity: normal essure removal information: pre and post operative diagnoses: the patient with chronic pelvic pain and symptoms presumed to be due to device. Incompatibility with the essure. Operation performed: robotically assisted laparoscopic supracervical hysterectomy, bso (bilateral salpingooophorectomy). Findings: a globular 8 week size uterus, normal ovaries and fallopian tubes bilaterally. Specimens: uterus, ovaries and bilateral fallopian tubes procedure: patient went to the recovery room in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: final pathologic diagnosis uterus, bilateral fallopian tubes and ovaries, robotic assisted laparoscopic supracervical hysterectomy and bilateral salpingo-oophorectomy: - proliferative endometrium. - myometrium with no pathologic abnormality. - benign bilateral ovaries with corpora lutea. - bilateral fallopian tubes and pathologic abnormality. - gross diagnosis; medical hardware, consistent with essure device. Gross description: the attached fallopian tube measures 2.9 cm in length and 0.5 cm in diameter. The attached fimbriated fallopian tube measures 4.3 cm in length and 0.6 cm in diameter. A 3.5 cm in length and 0.5 cm in diameter portion of proximal fallopian tube is present, attached to a separate piece of myometrium. Myometrial thickness is 1.5 cm. Gray metallic essure wire is present within fragments of myometrium. The 2.3 cm ovary is sectioned to reveal a 0.7 cm in greatest dimension cystic structure with a smooth inner lining without evidence of excrescences. Specimen: uterus tubes and ovaries [ultrasound scan] on (B)(6) 2013: transvaginal pelvic sonogram: this patient has had an essure procedure with bilateral flexible coils inserted into the proximal fallopian tubes.. The ends of the coils are noted in the uterine cornua at the fallopian tube orifices bilaterally impression: essure procedure. A small uterine fibroid. Otherwise negative quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Event "heavy abnormal bleeding" downgraded to non-serious incident. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), genital haemorrhage (seriousness criterion medically important), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (oophorectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure administration. The reporter commented: follow-up ((B)(6) 2023): essure insertion information: preoperative/postoperative diagnosis: desires permanent sterilization procedure: hysteroscopic sterilization with essure and injection of paracervical block findings: #trailing right coils 3 # trailing left coils 3 uterine cavity: normal. Essure removal information: pre and post operative diagnoses: the patient with chronic pelvic pain and symptoms presumed to be due to device. Incompatibility with the essure. Operation performed: robotically assisted laparoscopic supracervical hysterectomy, bso (bilateral salpingooophorectomy). Findings: a globular 8 week size uterus, normal ovaries and fallopian tubes bilaterally. Specimens: uterus, ovaries and bilateral fallopian tubes procedure: patient went to the recovery room in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: final pathologic diagnosis uterus, bilateral fallopian tubes and ovaries, robotic assisted laparoscopic supracervical hysterectomy and bilateral salpingo-oophorectomy: - proliferative endometrium. - myometrium with no pathologic abnormality. - benign bilateral ovaries with corpora lutea. - bilateral fallopian tubes and pathologic abnormality. - gross diagnosis; medical hardware, consistent with essure device. Gross description: the attached fallopian tube measures 2.9 cm in length and 0.5 cm in diameter. The attached fimbriated fallopian tube measures 4.3 cm in length and 0.6 cm in diameter. A 3.5 cm in length and 0.5 cm in diameter portion of proximal fallopian tube is present, attached to a separate piece of myometrium. Myometrial thickness is 1.5 cm. Gray metallic essure wire is present within fragments of myometrium. The 2.3 cm ovary is sectioned to reveal a 0.7 cm in greatest dimension cystic structure with a smooth inner lining without evidence of excrescences. Specimen: uterus tubes and ovaries [ultrasound scan] on (B)(6) 2013: transvaginal pelvic sonogram: this patient has had an essure procedure with bilateral flexible coils inserted into the proximal fallopian tubes.. The ends of the coils are noted in the uterine cornua at the fallopian tube orifices bilaterally impression: essure procedure. A small uterine fibroid. Otherwise negative the most recent follow-up information incorporated above includes data received on: 03-may-2023: imdrf FDA codes synchronization; lab data updated; essure insertion and removal information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted (lot no. A27191) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), genital haemorrhage (seriousness criterion medically important), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (laparoscopic supracervical hysterectomy, bilateral salpingo-oophorectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure administration. The reporter commented: follow-up (03/may/2023): essure insertion information: preoperative/postoperative diagnosis: desires permanent sterilization. Procedure: hysteroscopic sterilization with essure and injection of paracervical block. Findings: #trailing right coils 3 # trailing left coils 3. Uterine cavity: normal. Essure removal information: pre and post operative diagnoses: the patient with chronic pelvic pain and symptoms presumed to be due to device. Incompatibility with the essure. Operation performed: robotically assisted laparoscopic supracervical hysterectomy, bso (bilateral salpingooophorectomy). Findings: a globular 8 week size uterus, normal ovaries and fallopian tubes bilaterally. Specimens: uterus, ovaries and bilateral fallopian tubes. Procedure: patient went to the recovery room in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on 18-may-2018: final pathologic diagnosis uterus, bilateral fallopian tubes and ovaries, robotic assisted laparoscopic supracervical hysterectomy and bilateral salpingo-oophorectomy: proliferative endometrium. Myometrium with no pathologic abnormality. Benign bilateral ovaries with corpora lutea. Bilateral fallopian tubes and pathologic abnormality. - gross diagnosis; medical hardware, consistent with essure device. Gross description: the attached fallopian tube measures 2.9 cm in length and 0.5 cm in diameter. The attached fimbriated fallopian tube measures 4.3 cm in length and 0.6 cm in diameter. A 3.5 cm in length and 0.5 cm in diameter portion of proximal fallopian tube is present, attached to a separate piece of myometrium. Myometrial thickness is 1.5 cm. Gray metallic essure wire is present within fragments of myometrium. The 2.3 cm ovary is sectioned to reveal a 0.7 cm in greatest dimension cystic structure with a smooth inner lining without evidence of excrescences. Specimen: uterus tubes and ovaries [ultrasound scan] on (B)(6) 2013: transvaginal pelvic sonogram: this patient has had an essure procedure with bilateral flexible coils inserted into the proximal fallopian tubes.. The ends of the coils are noted in the uterine cornua at the fallopian tube orifices bilaterally. Impression: essure procedure. A small uterine fibroid. Otherwise negative. The most recent follow-up information incorporated above includes data received on: 27-jun-2023: upon internal review a lot number was entered; sent to quality department for product technical complaint analysis. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain,") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (on (B)(6) -2018 plaintiff undergo one or more surgeries to remove one or more of the essure coils). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.